Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Event problem and evaluation codes: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in lens case/vial. Visual inspection found foreign material on lens surface (hair) but no visible damage to lens. Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).